Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 169 mg/dl. Customer took the battery out for the night and let it sit all night. Customer put the battery back in and the numbers kept scrolling. Customer stated that it still says button error. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.